Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level were 40 mg/dl and 38 mg/dl. Customer's other blood glucose value were 39 mg/dl at (B)(6) 2020, 42 mg/dl at (B)(6) 2020, 43 mg/dl at june 20 2020 and customer was treated blood glucose level got up 76 mg/dl and then went to 51 mg/dl and 48 mg/dl at (B)(6) 2020. Customer reported that he thinks the insulin pump was giving to much insulin and he decreased the basal rates overnight still having the lows and thinks the insulin pump was giving to much insulin. Customer reported that auto mode feature was not active at time of low blood glucose event. Customer treated with juice. The insulin pump and reservoir will not be returned for analysis.